Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of an "inoperative channel a select key". This event occurred during product evaluation. There was no report of patient involvement, patient injury or medical intervention. This device utilizes user interface module master software version 5.04.00 that is categorized as "unremediated". No additional information is available.

Manufacturer narrative:
Evaluations summary: the condition of an "intermittent channel select button on the channel a pump head module (phm)" was found and confirmed during product evaluation. The assignable cause was determined to be an intermittent channel select button on the channel a phm keypad. The correct the condition found during service the channel a phm was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated under CAPA.